Event description:
The caller reported the tube was put in the pt two weeks ago, and it only lasted a few minutes before the tube's pilot balloon did not hold air. A non-routine replacement of the tube was required.